Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in mid-(B)(6) 2017. This device and electrode were explanted due to infection. There were no patient adverse effects.